Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is their experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected to confirm a complete transection? If so, please describe. Was the washer inspected to confirm a complete transection? If so, please describe. Was a leak test performed? If so, what are the results. What is the current patient status?

Event description:
It was reported that during a hemicolectomy procedure, after use of the device it formed a perianastomotic collection. Per the surgeon, the perianastomotic collection was probably due to a not proper formation of the suture line. The fluid collection was drained. The antibiotic therapy was done as per protocol but for a prolonged time of some days. The patient is fine now.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Who fired the device and what is their experience with the device? Good. Where in the green gap setting scale was the indicator located prior to firing? At the end, it's set at the maximum closure allowed at the end of the range. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes always. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected to confirm a complete transection? If so, please describe. Yes, intact. Was the washer inspected to confirm a complete transection? If so, please describe. They always do that, did not remember anomalies. Was a leak test performed? If so, what are the results. Never done in 15 years of colon vl. What is the current patient status? Currently discharged. Due to stenosis risk it's necessary to wait some month.

Manufacturer narrative:
(B)(4). Additional information was obtained: no device is being returned.